Event description:
It was reported the patient alert was triggered due to oversensing of noise on the lead. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Outer insulation breached; full lead returned. It was reported the patient alert was triggered due to oversensing of noise on the lead. The lead was replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure insulation device was out of specification in a manner that relates to event interference oversensing.